Event description:
It was reported to philips that the system did not start up completely. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting and displayed that the x-ray system was running. Upon troubleshooting actions, fse identified a software problem in the suite pc. Fse reinstalled software in the suite pc. After reinstalling the software, the system was returned to use in good working order.